Event description:
It has been reported that the battery gasket is damaged.

Manufacturer narrative:
Previously reported n (B)(4) with MDR #3030677-2019-01438. Device investigation is housed within (B)(4).